Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient verification form (received in (B)(4) 2011) that the implantation of this device may have caused or contributed to the death of this patient. The patient's spouse alleged that following device implant, the patient suffered a non-cardiac related issue and died a short time later. To date, the device has not been returned to boston scientific's return products department for laboratory testing.